Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. Additionally, an unspecified malfunction occurred. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections as alternate insulin therapy.